Event description:
Voluntary medwatch received states that the low voltage lead exhibited far field r wave oversensing. No changes or interventions were performed. The patient condition was not known.